Event description:
The lay user/pt contacted lifescan in 12/2005 and alleged that by using lancets, he got "welts from forearm to underarm." The medical affairs specialist was unable to reach the pt the next day. A letter was also sent. The pt reported that the "welts are itchy and would not heal." He stopped using the lancets since four days previously. It is unk as to how long the pt had been using the lancets and when the issue started. The pt had visited his dr on a scheduled visit, but did not receive any medical treatment/intervention. He was currently using his other skin medications and steroid ointments. This complaint is being reported because the pt may have had an allergic reaction (injury) caused by the product since he was using steroid cream (usually prescribed for allergic and other skin problems). However, it would be helpful to verify that he was using lifescan lancets, how long he had been using the product and since when he started getting the welts on his arm. It would also be helpful to know if he had used any other agent with the product (detergents used to clean the lancing device, a cleaning agent used on the skin, etc.). Replacement products were not sent to the lay user/pt since he stopped using the lancets.